Manufacturer narrative:
Common device name: this device is not cleared in the us, but is similar to mobi-c cervical disc prosthesis. This device is not cleared in the us, but is similar to those cleared under p110009. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a mobi-c implant migrated the day after surgery and the cervical spine went into kyphosis. A revision surgery was performed and the device went back to acceptable positioning. It was then decided to remove the device and convert to fusion.

Manufacturer narrative:
Corrected information in h3. Additional information in h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. The complaint is confirmed for one returned mobi-c p&f implant 15x17 h5 for the failure of implant migrated post-operation. The provided x-rays show that the lower plate of the mobi-c migrated anteriorly. Also, the implant seem to be stuck in a fish mouth position. Visual inspection of the returned implant show no significant damage is presented on the implant. Potential cause the cause of the implant migration cannot be determined at this time since there is no information available regarding how the implant was being implanted during the operation. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a mobi-c implant migrated the day after surgery and the cervical spine went into kyphosis. A revision surgery was performed and the device went back to acceptable positioning. It was then decided to remove the device and convert to fusion.